Manufacturer narrative:
(B)(4). Concomitant medical products: ep-105933, epoly 32 mm rlc lnr mrom sz23, 900060. The 13-104052, m/h radial solid/apx shl 52 mm, 090900. The 650-1056, cer bioloxd option hd 32 mm, 251280. The 650-1064, cer option type 1 tpr sleve -6, 453080. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11016, 0001825034 - 2017 - 11015, 0001825034 - 2017 - 11210, 0001825034 - 2017 - 11211. Remains implanted.

Event description:
It was reported that the patient underwent left lateral femoral cutaneous nerve neurectomy for treatment of meralgia paresthetica with severe burning pain post left total hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent right lateral femoral cutaneous nerve neurectomy for treatment of meralgia paresthetica with severe burning pain post right total hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was able to be confirmed via op notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.